Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced an event of hyperglycemia on (B)(6) 2026. Blood glucose level at the time of event was 350 mg/dl and was treated with insulin pump. No further information available.